Event description:
Customer reported that at the end of an infusion of chemo drug irinotecan, the primary IV line appeared blocked and was not pulling from the d5w bag. It appeared to be blocked at the check valve as no fluid went beyond this point. This resulted in significant air in the line and residual chemo left in the line that was not able to be flushed. New tubing was used for the second chemo infusion, but some of the leftover chemo was not able to be infused. Set will be discarded at the hospital as it contains chemo. There was no report of pt harm and no medical intervention required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of the primary line appeared blocked at the check valve could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.